Event description:
It was reported that during a video lap procedure, the device failed to fire. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
The analysis results found that the el5ml device was received in good visual condition. The device was tested for functionality, it fired a double fed and five conforming clips. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch history review was performed and no anomalies were found.